Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a sling was implanted the patient experienced pain, erosion of her internal tissues. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(4) 2008 concurrently with hysteroscopy, dilation and curettage, endometrial ablation, due to stress urinary incontinence, and menorrhagia. The patient experienced pain, increased urinary stress incontinence, painful sexual intercourse, physical and emotional suffering. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent sling implantation to treat stress urinary incontinence with concurrent endometrial ablation.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a burch procedure on (B)(6) 2011 to treat stress urinary incontinence and failed sling procedure.